Event description:
It was reported that the patient's 1st pump that may have been implanted in 2004, was not checked for its function by the implanting physician. A second healthcare provider (hcp) found the pump was not working and replaced it. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).